Event description:
Per received report, the product is a defective material.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 9616099-2012-00737 and 1058196-2012-00439. A report was received for the envoy guiding catheter (67025600b/ 15638908) and enterprise vrd (enc453712/ 10084979) reporting "defective material." It was indicated that it occurred during use and there was no potential adverse event related to the device and no event or product problem outcome. No further information has been provided in response to multiple investigative efforts. One non-sterile enterprise vrd system was received coiled inside a plastic bag. The enterprise was received with the stent mounted in its original position and inserted in the introducer tube. Also, a prowler select plus microcatheter was received. Blood traces were observed inside the introducer tube. No other anomalies were observed on the received product. The received microcatheter was used to perform a functional test and the enterprise system was able to go through the microcatheter, the stent was deployed without any difficulty. The enterprise system and the stent were observed under microscope and no anomalies were found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10084979. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Due to the lack of information regarding what the report of "defective material" meant no conclusion can be made regarding the complaint. With functional testing there was no difficulty encountered inserting and deploying the returned enterprise system using the returned microcatheter. There were no anomalies found with microscopic inspection of the returned enterprise delivery system or stent. The device did not present any indication of manufacturing defect or anomaly that could contributed to the reported event. Neither the product analysis nor the DHR review suggests any failure related to the gc manufacturing process; therefore, no corrective action will be taken at this time.